Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Troubleshooting was performed for blank display. The customer's blood glucose was unknown at the time of the incident. The customer states the insulin pump was not exposed to fluid/moisture. The customer did not have new batteries to insert but display returned when battery was inserted. Customer was advised to monitor insulin pump and was sent replacement battery cap, but customer called back eventually and reported that the insulin pump's display was blank again. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and a constant audio tone alarm, problem isolated to lcd board. We were unable to perform operating current test, error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.